Event description:
It was reported that during use with a bd facscanto¿ there were erroneous results on patient samples. There was no impact to patient. The following information was provided by the initial reporter: customer has noted some remarks concerning the compensation obtained during different days. It is intermittently seen and re performing testing has not shown it is not sample related as the same sample might provide the usual expected appearance. On days that the observation is made, this is true for the entire batch of samples. The results can be obtained nevertheless. It has been confirmed that there was no impact to patient samples. No delay in treatment or resampling was needed. Samples involved were indeed clinical usage; however, there was no impact to patients as all samples could be analysed correctly in time without need to resample.¿

Manufacturer narrative:
H6 investigation summary: ¿ scope of issue: the scope of issue is only limited to part # 657338 facscanto ivd 10 color configuration, serial #(B)(6). ¿ problem statement: customer reported complaint of compensation issues that may lead to erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 17sep2019 to date 17sep2020. ¿ complaint trend: there are 3 complaints related to the issue of unexpected results; date range from 17sep2019 to date 17sep2020. ¿ manufacturing device history record (DHR) review: DHR part #657338 serial # (B)(6), file #657338-657338-v657338000025-100140193-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer experiencing compensation issues with their data was due to the patient samples being exposed to excessive light during preparation. Patient blood samples exposed to light may affect the integrity of the test and can lead to inaccurate or unexpected results. The tsr (technical service representative) seeked scientific support and confirmed the issue was the samples were prepared improperly prior to testing. After this realization, there were no further occurrences with compensation issues and the instrument was performing as expected. No engineer was needed to visit the customer¿s sight and no parts were requested for evaluation as no parts were replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun again with no other issues and no delay in treatment. Bd facscanto flow cytometer instructions for use, #23-14730-03, provides troubleshooting recommendations to many possible causes. This can be found starting on page 183 in the troubleshooting section. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: 01609189, case # 01139131 install date: 14mar2017 defective part number: n/a work order notes: o subject / reported: 657338 - facscanto ivd 10c - compensation remarks o problem description: customer has noted some remarks concerning the compensation obtained during different days. It is intermittently seen and re performing testing has not shown it is not sample related as the same sample might provide the usual expected appearance. On days that the observation is made, this is true for the entire batch of samples. The results can be obtained nevertheless. O work performed: passed data on to scientific support as well for more information. Not sure what the cause could be. Asked for the cs&t reports of the different days. Followed up by scientific support to discuss sample preparation. Issue was no longer seen for some time, however, noticed again at which time it was found the cause was exposure to light. O cause: exposure to light during sample preparation, impacting the staining. O solution: customer confirmed the root cause has been found and they have taken actions to avoid the further occurrence of this. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 100264ra, revision06/version h, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o ID: 3.2.4 o hazard: mixed up results o cause: potential tube mix up o harmful effects: inaccurate result o risk controls: n/a o implementation verification: n/a o effectiveness verification: n/a o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: acceptable o new hazards: no mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to the patient samples being exposed to light during preparation. ¿ conclusion: based on the investigation results, the root cause of the customer experiencing compensation issues with their data on the facscanto 10 color was due to the patient samples being exposed to excessive light during preparation. The tsr confirmed this issue after consulting with a scientist. There was no issues with the instrument and it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ there were erroneous results on patient samples. There was no impact to patient. The following information was provided by the initial reporter: customer has noted some remarks concerning the compensation obtained during different days. It is intermittently seen and re performing testing has not shown it is not sample related as the same sample might provide the usual expected appearance. On days that the observation is made, this is true for the entire batch of samples. The results can be obtained nevertheless. It has been confirmed that there was no impact to patient samples. No delay in treatment or resampling was needed. Samples involved were indeed clinical usage; however, there was no impact to patients as all samples could be analysed correctly in time without need to resample.¿